Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Currently the patient is only using 4 channels and his hearing performance with the device has decreased and at this moment is low. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for surgery has not been made available yet.

Event description:
Device malfunction. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, likely caused by minute device mobility, is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted but will most likely not be received for investigational purposes.

Event description:
Device malfunction. The patient was re-implanted.